Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user cracked their ilet after accidentally dropping it. The device hit the corner of the counter leaving the touchscreen unresponsive. A replacement device was shipped overnight. There was no report of any patient harm or adverse event associated with this report.